Event description:
It was reported that the ilet user received a ¿dosing stopped ¿ connect cgm / enter bg¿ alert after starting a new dexcom g7 sensor, and logs showed the sensor was not started or paired on the ilet. The user was assisted to start the sensor on the ilet using the pairing code, after which continuous glucose monitor (cgm) values displayed, and the initial glucose was 356 mg/dl with the user feeling well. The prior sensor generated multiple calibration alerts before replacement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, though there was a delay to therapy until cgm connection was established. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure when the sensor was started on the app but not on the ilet; a device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.